Manufacturer narrative:
Event date: 09/2015. Received by MFR date: 05/13/2016. Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(6)

Event description:
The customer reported a failed battery test error code. No patient involvement reported.